Manufacturer narrative:
The sheath was returned after being used in the procedure. The 16f sheath was received inserted into a packaging tube. Visual inspection was performed and the following was observed: sheath full expanded. The liner was bunched at the distal area. The liner was found circumferentially delaminated from the hdpe. The delamination length measured approximately 4 cm from the distal tip. Marker band remained attached. An indentation was found at approximately 11 cm from distal tip. Rough edges along the hdpe delaminated area. Tip opened as designed. Scratches were visible along the body sheath. A review of imagery provided showed the following: sheath appeared to have a liner delamination at the distal portion of the sheath. Procedural imagery showed sheath during procedure, c-marker band appears to skewed and pulled away from the distal end of the shaft. The esheath appeared non-coaxial with the guidewire. Imagery of patient's anatomy showed the patient vessel conditions with calcification and tortuosity present and undersized vessels (<5.5mm). During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath liner delamination and withdrawal difficulty. A review of the complaint history from april 2020 to march 2021 revealed additional similar complaints for sheath shaft liner delamination and withdrawal difficulty for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per instruction for use (IFU) for delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to. Initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not reinsert the sheath at any time. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner delamination and withdrawal difficulty were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per report, 'there was some resistance when the delivery system came through the sheath'. As reported, 'per medical opinion, the balloon on the commander system still had some volume in and this is what caused the sheath to become inverted.' Per the training manual, 'ensure the balloon is completely deflated' during delivery system retrieval. As such, it is possible that residual fluid left in the balloon caused the balloon profile to be larger when withdrawn through the sheath leading to the withdrawal difficulties and liner delamination. As observed, the guidewire (i.e. The pathway of the delivery system) was non-coaxial with the esheath further supporting that the delivery system was likely pulled into the sheath at an angle. If excessive manipulation was used to overcome any resistance, this could cause the liner to delaminate. Additionally, scratches found on the distal end of the sheath indicate that the sheath came in contact with calcification during the procedure. Calcification along with tortuosity and an undersized vessel as observed can create a challenging pathway during withdrawal of the sheath. As the liner was delaminated prior to sheath removal, the liner could have caught on calcification during withdrawal causing resistance during retrieval. 'Milking' was necessary to straighten out the liner prior to retrieval from the patient. Available information suggests that patient factors (tortuosity, calcification) and procedural factors (excessive manipulation, non-coaxial withdrawal, residual fluid) may have contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, upon withdrawal, there was resistance as the delivery system came back through the sheath. The sheath was noted to be 'inverted'. Per medical opinion, the perceived cause was due to the balloon on the commander system still had some volume left in upon removal. There was no injury to the patient. The patient is stable post procedure.